Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that three (3) amia automated peritoneal dialysis (pd) cassettes were leaking from unspecified location on the set. The leaks were identified during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.